Event description:
It was reported that it was not possible to insert extension 1 into socket 1. The extension could only insert half of the right length. The dr retracted the set screw, but it was not possible to insert the extension. It was also not possible to insert extension 2 into socket 2. Only the first quarter of the right length could be inserted. After a new implantable neurostimulator was used everything went well. The pt was ok following surgery.

Manufacturer narrative:
(B) (4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.